Event description:
It was reported that during a laparoscopic cholecystectomy, as the specimen was placed into the bag, the bag broke away from the support. A like device was used to complete the case with no pt consequence.